Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose was 413 mg/dl. The customer treated his high blood glucose with insulin pump therapy. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised to contact his healthcare provider in regards to changing the settings on the insulin pump. The customer did not return the product for analysis.